Manufacturer narrative:
Report source other: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system extension tube was broken during high-pressure injection while doing a CT examination and blood spurted on the patient and no one else. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7233334. Our records show that this is the only instance of damaged tubing occurring in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample provided for evaluation clearly exhibited a large wound in the wall of the extension tubing. Our engineers noted that the wound had characteristics consistent with large force moving from the interior of the tubing, to the exterior. The most likely root cause for this event is the use of a high pressure injection that exceed product specifications. Please note that the pegasus is not rated for injection, and should be used for infusion only procedures.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system extension tube was broken during high-pressure injection while doing a CT examination and blood spurted on the patient and no one else. No serious injury or medical intervention was reported.